Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. \ visual examination of the provided picture identified an articular surface that shows signs of being implanted. The screw is missing the bottom portion of the shaft that contains the threaded section. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint of implant fracture is confirmed. Complaint of instability is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cause for instability was shown to be the patella tendon. No additional information reported.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee revision arthroplasty due to instability as well as revision due to instability and quadriceps tendon repair. The articular surface was removed and replaced. After removal it was noticed the threads of the articular surface fixation screw had broken off and remained in the tibial component, however, the screw is not needed to secure the component so another was implanted successfully.